Event description:
It was reported that there was battery compartment fluid intrusion. There was no patient involvement. The event occurred during a bench test. Device analysis found a lifted downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Functional testing was able to confirm the customer's reported battery compartment problem. The battery compartment was replaced. Additionally, the dso and uso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.